Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. The customer's blood glucose was 9 mmol/l. The customer stated that there were no significant events leading up to the alarm. The customer had already reverted to an old insulin pump as a back-up plan. The customer was advised that the insulin pump would be replaced. The customer agreed to return the product for analysis.